Manufacturer narrative:
(B)(4). Initiating therapy prior to the patient being connected to the patient line is a known cause of this alarm. Use errors and proper user instructions are addressed in ¿the homechoice and homechoice pro systems patient at-home guide¿, which is shipped with every homechoice device. The guide provides step-by-step instructions for when and how to connect to the disposable set. It also instructs to connect the transfer set to the patient line prior to starting the initial drain. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a homechoice machine experienced a system error 2240 (air in set/line) alarm. This alarm occurred during the initial drain phase of peritoneal dialysis therapy. The patient was connected to the device at the time of the alarm. During troubleshooting, it was noted that therapy had been initiated prior to the patient being connected to the patient line. The technical services representative assisted the caregiver with clearing the alarm. Proper procedures were reviewed and the patient would complete therapy using new supplies. There was no patient injury or medical intervention reported. No additional information is available.